Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Femoral head fracture due to fall, revision surgery planned.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via clinician review of provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of provided medical records with a clinical consultant indicated " the patient sustained a fall injuring his left hip which had been replaced in 2013. He was examined and x-rayed in the emergency department . No fracture or mechanical complication was identified. Several weeks later he had a CT performed. The CT report states that the ceramic head of his tha had fractured. Several days later he underwent a revision tha. At that setting the head fragment sand polyethylene liner were removed. A new ceramic head with a sleeve as well as a new liner were implanted. A postoperative x-ray showed a normal appearing tka without complication. Fracture of a femoral tha ceramic femoral head with resultant revision surgery is confirmed. The root cause of this ceramic head fracture was a fall." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the ceramic head fractured due to a fall. A review of provided medical records with a clinical consultant indicated " the patient sustained a fall injuring his left hip which had been replaced in 2013. He was examined and x-rayed in the emergency department . No fracture or mechanical complication was identified. Several weeks later he had a CT performed. The CT report states that the ceramic head of his tha had fractured. Several days later he underwent a revision tha. At that setting the head fragment sand polyethylene liner were removed. A new ceramic head with a sleeve as well as a new liner were implanted. A postoperative x-ray showed a normal appearing tka without complication. Fracture of a femoral tha ceramic femoral head with resultant revision surgery is confirmed. The root cause of this ceramic head fracture was a fall." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Femoral head fracture due to fall, revision surgery planned.